Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. B3: unknown

Event description:
It was reported the disposable exhibited a medication (blinatumomab) leak with a pinpoint size hole in the cadd line. The leak occurred approximately 60-72 hour mark. No adverse patient effects were reported by the customer.